Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. It was reported that, approximately 4 years post index procedure the patient presented with abdominal tenderness. On CT exam there appeared to be a type ia endoleak. The next day, after endoanchors deployment for the type ia endoleak, the angiogram revealed a jetting endoleak from the wall of the main body of the bifurcated device. An aortic cuff was deployed and sealed the hole but on the next angiogram another hole was observed in the contralateral limb. The physician relined the limb with a 16x16x82 endurant limb and the final angiogram showed the endoleak had resolved. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.